Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the loudspeaker of the intellivue mp30 patient monitor was defective. A speaker malfunction inop was displayed on the device. It was unknown if any sound was coming from the speaker. No death or patient injury or harm was reported.